Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all postmarket activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "when attempting to embolize a fistula. The magic catheters could no longer be pushed over the wire. The catheters were as if glued to the wire." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Event description:
It was reported that: "when attempting to embolize a fistula. The magic catheters could no longer be pushed over the wire. The catheters were as if glued to the wire." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4). The product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: as the affected guidewires and catheters were not returned for a physical examination, the investigation was conducted through a comprehensive review of available data, including post-market surveillance (pms) data and a detailed analysis of the lot history records (lhrs) associated with the concerned lot number. We have been notified of an event that occurred in the (B)(6) in switzerland, during the use of guidewires hybrid with catheters magic. The customer reported an issue with extreme friction and impossibility of removing the guidewires from the magic catheters. After making many efforts to navigate several different hybrids and reach the target, the doctor finished the procedure using the catheter magic with competitor guidewire. The physician used the following guidewires hybrid and catheters magic references and number lots: - hybrid008d lot 00532846 (1 unit) balt ref. (B)(4). - hybrid008d lot 00533298 (1 unit) balt ref. (B)(4). - hybrid007d lot 00536679 (1 unit) balt ref. (B)(4). - magic1,2f lot 00550745 (1 unit) balt ref. (B)(4). - magic1,2f lot 00570534 (1 unit) balt ref. (B)(4). 1/ lot history record (lhr) review: during the manufacturing process, several control tests are performed: catheters magic1,2f: - a calibrated gauge 0.20mm is used to control the microcatheters lumen - the mandrels are 100% controlled with a sliding test inside the magic microcatheters during the manufacturing process - the integrity of the magic microcatheters is 100% controlled before their insertion inside their protective dispensers. Guidewires hybrid008d and hybrid007d: - the aspect of the guidewires is 100 % controlled (e.g. Absence of roughness when touched by hand, absence of inclusion, no drop of hydrophilic treatment). -the aspect of the hydrophilic coating under binoculars. - a sliding test is also performed by sampling through a curved model. The review of these steps did not reveal any specific quality issues or documented non-conformances related to the manufacturing or coating of the guidewires and catheters from these batches. All manufacturing parameters, in-process controls, and final release tests were found to be within the specified limits. No units have been scrapped due to sailing and glide tests of guidewires are compliant in all batch lhrs. 2/ post-market surveillance data review: a review of our historical complaint data has revealed a recurring pattern (trend) of reported navigation and handling difficulties with this type of guidewire. Based on this historical data, a potential coating malfunction (e.g., increased friction) is hypothesized as the most probable cause for the reported navigation difficulties, despite the clean lhr for the current batch. Due to this established pattern of similar complaints and the compelling rationale presented by previous cases, we have already initiated proactive measures to address the potential issue. We have conducted an internal investigation and a corrective and preventive action (CAPA) to thoroughly review the guidewire's coating process and performance. A dedicated team has been assigned to this CAPA that is focusing on confirming potential root causes that may not be evident during routine manufacturing checks and will propose appropriate corrective actions to prevent similar issues in the future. Details of the ongoing investigation are provided below: internal CAPA ref. 241: actions are ongoing implementation in r&d and require a great deal of time for research and validation before implementation. CAPA is currently at the level of assessment of the biological impact. A second corrective action CAPA ref. 319 was initiated to investigate the coating process of the hybrid medical device. The objective of this CAPA is to thoroughly investigate the issue, identify the root cause, and implement effective corrective and preventive actions to prevent recurrence. A dedicated team has been assigned to the investigate the CAPA and explore all potential causes of the guidewire frictions. At this stage, several key investigative actions have been implemented: · coating process evaluation: a comprehensive evaluation of the existing coating process was conducted to identify any potential deficiencies or deviations from established parameters (e.g., guidewire cleaning process) · root cause investigation: a detailed root cause analysis is underway to determine the underlying factor(s) contributing to the coating issue. · sample integrity checks: an ongoing investigation of samples of hybrid products is being performed to assess the integrity and durability of the coating. · any other process that may impacted will be explored and evaluated. 3/ conclusions. Based on our thorough review of the manufacturing lot history records for the specific batches in question, our investigation concluded that there was no quality issues documented during the production process of guidewires. All quality control checks, and release criteria were successfully met, and no deviations or non-conformances were recorded for this batch. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all postmarket activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.